Event description:
It was reported that five months after the procedure, there was no improvement in symptoms, and the prostate size was larger than before the procedure. The patient underwent another water vapor therapy. There was no patient complication.